Manufacturer narrative:
Patient city -(B)(6).

Event description:
Reference number (B)(4). Event occurred in the united states it was reported on 16-aug-2024 that the infusion set got leaked from tubing within same day of use which results into the replacement of device. No further information available.